Event description:
Surgeon experienced knot sliding issues on three straight fast-fix devices. The first device had the suture break. The surgeon had to cut the suture on the second device leaving both t's in situ. Using the third device, the surgeon had difficulty advancing the knot, and it did not completely tighten. However, the surgeon felt that fixation was adequate.